Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 400 mg/dl. The patient reports upon removal of the pod from the insertion site the cannula tip was found to be damaged. In addition the patient reports having inflammation at the pod infusion site.

Manufacturer narrative:
The returned device was evaluated and the inspection of the fluid path components found the exposed portion of the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.9075 inches. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the torn and shortened cannula. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes in egvs and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin.